Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: no product returned for evaluation. A review of complaint database indicates that there are a few complaints regarding this failure. In most cases the plastic nose broke when the magazine was taken off the applier; and was loosened at the nose instead of at the end.

Event description:
Country of complaint: (B)(6). Plastic tip of the clips cassette broke off while product was being used in the abdomen during a procedure of lap chole and was unable to be retrieved from patient. The tip was seen on the scope and they looked for it but could not locate it. The surgery was completed with the tip (5mm) left in the patient. Delay of about 30 min. Initial reporter indicated the device was not fully engaged by the end user when reporting the incident.